Event description:
The customer reported difficulty in waking up the pump, requiring several button presses. There was no adverse impact to the customer's blood glucose level. No additional information was received regarding the outcome of the event, and the customer declined follow-up from technical support.